Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the insufficient cleaning. Omsc surmised that the subject device that there were foreign material on the forceps elevator was used the procedures. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4) and the instruction for use (IFU), omsc considered that the reported phenomenon was attributed to followings. There was a difference between the reprocess method implemented by the facility and the reprocess method and handling recommended by the IFU. There was a lack of scope IFU handling and cleaning, disinfection and sterilization (cds) training for the facility staff.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that there were foreign material on the forceps elevator. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.